Event description:
The user facility reported that a pt was examined for pancolitis after undergoing a colonoscopy. The facility was contacted for add'l info, but no further info has been provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The biopsy channel and suction channel of the device was examined and the investigation revealed an identified reddish stain on the biopsy channel wall near the channel opening at the distal end. Similar staining was noted on the objective lens glue, light guide lens glue, air/water nozzle, auxiliary water tip opening and the bending section cover glue. In addition, there was yellow staining observed at the bending section cover and variable stiffness controls. These findings appear to be due to insufficient reprocessing of the device. Further investigation of the device noted that the air/water nozzle was deformed, and there were buckles and discoloration observed on the insertion tube. The device was serviced and returned to the facility. An olympus endoscopy support specialist will be visiting the facility to provide educational materials and information regarding appropriate endoscope reprocessing as needed. This report is being filed as an MDR in an abundance of caution.